Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a low voltage fault code. Boston scientific technical services (ts) confirmed the power consumption had been increasing in a gradual fashion, consistent with capacitor degradation due to hydrogen gas contained in the sealed pulse generator atmosphere, and referred the patient to clinic and suggested to disable the beeper. Additional information was received indicating a red call doctor (rcd) alert also appeared on the communicator. This device remains in service. No adverse patient effects were reported.